Event description:
Related manufacturer number: 2017865-2022-16722. It was reported during remote follow up that the implantable cardioverter defibrillator showed oversensing. This oversensing was a result of noise on the right ventricular lead. The system will continue to be monitored. The patient was stable and asymptomatic.